Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during coronary artery bypass procedure, hst iii system (4.3mm) doctor found the seal could not be release and seal failed to deploy and used another product to complete the surgery. There was no delay. Per photo provided, the seal remained in the loader. There was no harm due to the defective device.

Event description:
The hospital reported that during coronary artery bypass procedure, hst iii system (4.3mm) doctor found the seal could not be release and seal failed to deploy. The white plunger was fully pressed. The seal was not attempted into the aorta, as the doctor found the seal was stuck. Another product was used to complete the surgery. There was no delay. Per photo provided by complainant, the seal remained in the loader. There was no harm due to the defective device.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "3190" to "2183."

Manufacturer narrative:
Tw# (B)(4). Corrected section- g4 changed to g3; g7 changed to g6.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed inside the loading device. The white plunger and blue safety lock were not observed in the photograph. The seal is observed in the loading device window. There were no visual defects observed on the intact seal, no cracks or delamination was observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed. The lot #3000323857 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.